Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the issue was caused by a significant number of debris and medications lodged inside the cubies, trays, and under the auxiliary and main drawers. Initially, although nothing appeared to be off-bus upon arrival, the report indicated that everything had been off-bus. After rebooting, auxiliary full-height pockets 6 e1 and e3 remained off-bus, confirming a persistent obstruction. The field service engineer opened all cubies and removed large amounts of debris and medications. After another reboot, the engineer removed the cubies and trays again, performed additional cleaning under the trays, and then reinstalled the components. Following this, the previously off-bus pockets began functioning normally, confirming that the issue had been resolved through thorough cleaning and reinstallation. The system functioned as intended after the field service engineer repaired the device.